Event description:
Customer reported that ventilator went vent inop, in which the device stopped providing ventilatory support to the pt, and alarmed. Customer did not know if the ventilator was in use at the time of the reported problem but did not state there was no pt harm reported.